Event description:
It was reported that during a da vinci-assisted general cholecystectomy surgical procedure, the customer reported to the technical service engineer (tse) that the camera view orientation was flipped. The tse found no related errors. Prior to calling in, the customer had power cycled system, but issues persisted. The tse had the customer reseat the sterile adapter and reset the scope again with the same result. The tse then recommended for the customer to move to another scope. The customer installed second scope and orientation was correct. The tse inquired if the customer had manually oriented the scope before installing, but the customer was unsure. The customer continued with the procedure. The procedure was continued as planned with no reported injury. Isi followed up with a da vinci coordinator and obtained the following additional information: the customer confirmed that the endoscope serial number was (B)(6). The issue did occur after ports were placed in the patient. The problem was that the resident who was driving the scope did not have the grey "bunny ears" facing up and the image was inverted. After the bunny ears were rotated up to orient the image, the issue was resolved.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. Customer called in during a procedure to report that the camera view orientation is flipped. Technical support engineer recommended to reseat sterile adapter and reset scope, but the issue continued. Tse then recommended customer move to another scope and this resolved the issue. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. Device history DHR review for the device(s) involved with the reported event has been completed. No non-conformances were identified to be related to this complaint. The probable root cause is attributed to improper customer setup. Based on tse notes, the system issue was due to a loosely connected, improperly seated, or disconnected scope.